Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50mmx12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 2.25x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.